Event description:
It was noted a pericardial effusion (pe) occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under general anesthesia and transesophageal echocardiogram (tee) imaging. No pe was noted prior to the procedure. A versacross connect (vcc) transseptal access system was selected for use. After the femoral vein access, a watchman fxd curve access system (was) was inserted and advanced. The vcc radiofrequency (rf) wire was inserted and advanced to the superior vena cava (svc) and difficulty dropping onto the septum was noted. The patient already had a patent foramen ovale (pfo) present from a previous procedure, so the transseptal puncture (tsp) was completed using the pfo rather than applying rf energy. The pe formed on the right side of the heart throughout the procedure and the physician made the decision to continue. The was was exchanged for a watchman trusteer access system (trusteer) which was then advanced to the left atrium. As the pe continued to grow, the physician decided to abort the procedure and the trusteer was removed. A pericardiocentesis was performed and 300cc of dark burgundy colored fluid was removed. The patient is fully recovered and is rescheduled for the laa closure procedure the following week.